Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device did not charge or discharge energy during operation. The device charged. However the charge was not able to be delivered. The shock button was unresponsive. The patient involved died.

Event description:
It was reported to philips that the device did not charge or discharge energy during operation. The device charged. However the charge was not able to be delivered. The shock button was unresponsive. The patient expired. Philips made requests for additional information from the hospital and medical staff regarding the device behavior and impact to the patient. Philips did not receive a response to this question.